Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five appropriate shocks. The first shock converted the rhythm, however, the patient went back into the rhythm and subsequent shocks did not convert and external defibrillation was required. The patient was undergoing dialysis treatment at the time of the shock therapy. It was also noted that the patient had a larger build and the device did not appear to be in the right position. The patient was in the electrophysiology lab with plans for a system revision. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.